Event description:
(B)(4) report rec'd concerning issues with particulate/occlusions which facility is attributing to use of mc33131 7" microclave clear pressure infusion ext. Set. The (B)(4) report states "patient with IV catheter placed and j-loop device attached. Medication attempted to be injected without success. Investigation of device found a small clear plastic foreign object. The foreign object was removed and then medication was able to be administered." The involved devices were not returned for analysis and confirmation.

Manufacturer narrative:
Other: record reviews - mfg. Lot build records and complaint database record analysis. Manufacturer's investigation: a review of the mfg. Lot build database for the reported lot 2630826 (mfg. Date 02/2013) shows (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the mfg. Build cycle. A review of the complaint database for this list number/similar problem did not record any additional reports/investigations identifying a manufacturing or design related non-conformance. Findings: the involved device(s) were not returned for analysis and investigation. Based on the reported event information there were no observed mc33131 component breakages/missing pieces. Additionally, the mc33131 device set was successfully used. The source of the particulate, exact cause(s) are unknown. The MFR's complaint team reviewed the reported incident/product issue. (B)(4) mgmt review of in-process assembly/quality trend reports identified no adverse trends or contributing issues for the applicable mc33131 components/sub assy builds.